Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the coulter lh 750 hematology analyzer manual mode drip tray. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the red tube had disconnected from the first shear valve. The fse cleaned out the shear valve, ran deionized water through the ports to clear the clog.

Manufacturer narrative:
(B)(4).